Manufacturer narrative:
The reported event occurred on a cobas e 602 analyzer (serial number: (B)(6)). The investigation determined that the elecsys hiv combi pt assay performed within specifications. The first patient sample, tested on the cobas e 602 analyzer, generated reactive results that were confirmed upon re-testing. The second sample, which generated a non-reactive result, was not available for further investigation. Additional testing of the first sample on the cobas e 801 analyzer using the elecsys hiv duo assay and a competitor assay produced non-reactive results. A review of quality control data at the customer site indicated that all controls were within expected ranges. The discrepancy between the results of the two samples could not be definitively explained but may be related to sample-specific factors or handling conditions. A definitive root cause for the reported event could not be determined based on the available information. Medwatch field e1 initial reporter establishment name - the full facility name was provided as "(B)(6).

Event description:
The initial reporter alleged discrepant results for one patient sample tested using the hiv combi pt assay on the cobas e 602 module. The first sample, withdrawn on (B)(6) 2020, was tested using the hiv combi pt assay on the cobas e 602 module and generated reactive results of 2.45 coi and 2.59 coi. A second sample, withdrawn on (B)(6) 2020, was tested using the same assay and instrument, generating a non-reactive result of 0.159 coi. The first sample was re-tested using the hiv combi pt assay on the cobas e 602 module, generating reactive results of 2.78 coi and 2.81 coi, confirming the initial findings. The second sample was no longer available for re-testing. The first sample was also tested on the cobas e 801 analyzer using the elecsys hiv duo assay, generating non-reactive results of 0.182 coi and 0.233 coi. Testing with a competitor assay, alinity, also produced a non-reactive result of 0.138 coi.